Event description:
R.n. Noted during routine blood pressure checks that blood was leaking from around the arterial blood port of the dialyzer. Investigation revealed that the arterial line had become loose at the connection to the port clotting noted in dialyzer and venous line at this time. Blood loss estimated at 200 ccs.